Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available (B)(4).

Event description:
It was reported that the polyester cuff stayed inside the tunnel upon removal of the catheter. A small procedure was performed to remove the cuff. The dr could see the cuff protruding slightly from the tunnel so no dissection was needed. She said there was no harm done to the patient. The catheter was holding firmly in place before this issue. Absolutely no other issues with this catheter. On (B)(6) 2018: additional information received from customer: was the cuff scarred into place? : yes, (B)(4) mentioned it was very secure that is why she was surprised that the cuff just released from the catheter and stayed inside the tunnel, she stopped pulling and could see the ¿glue lines¿ where the cuff should have been and could see a little piece of the cuff protruding from the incision. Upon complete removal of the catheter tubing she was able to grab the cuff with a set of forceps and pull it out completely.

Event description:
No additional information provided.

Manufacturer narrative:
Pr 613083 follow up emdr for manufacture evaluation. A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during manufacture or during quality inspection through the device history record review for lot 0001187474. Based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.